Event description:
The complainant alleged that during routine testing by a biomed they were unable to connect the maltifunction cable to the defibrillator. The customer returned only the difib harness assembly that had bent pins. The complainant indicated there was no pt involvement with this reported malfunction.